Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2019 with the following findings: during investigation, the black box showed no evidence of short battery life, several ¿cs128-fb80¿ alarms are recorded, secondary code ¿fb80¿ is defined as a 5v motor post delivery error alarm. Battery compartment is cracked from threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. The pump powers up to a 2bars battery indicator instead of 3 bars..3-reported ¿short battery life¿ complaint is duplicated due moisture corrosion. ¿ez-prime¿ steps were performed correctly, all currents reading are within spec. Pump¿s cover was removed, no further moisture ingress was found to the printed circuit board.